Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent showed stent damage. Stent struts from the most distal row lifted and pulled from crimped position. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11jun2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90% stenosed, 24mm x 2.5mm, concentric, de novo target lesion located in the mildly tortuous and severely calcified left circumflex coronary artery. A 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.